Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath was difficult to split. After clip deployment, the device could not be removed from the anatomy and had to be pulled out. Two out of the four vessel locator wings were observed to be broken, without the loss of any material. Hemostasis was achieved by manual compression. There were no reported adverse pt effects. There was no additional info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.